Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia over several days with readings over 400 mg/dl and received repeated high glucose alerts, while also encountering a "cartridge low" notification and difficulty completing a supply change due to repeated needle attachment issues, after which a new infusion set was placed and insulin delivery resumed. Symptoms included irritability, thirst, and frequent urination consistent with early hyperglycemia-related effects, without loss of consciousness or need for medical intervention. Outcomes included no hospitalization, no use of backup therapy, and no ketone testing. Investigation included remote review of device data and user coaching on supply change and use of meal announcements. Investigation of this case revealed that the user had been running high since initiation and was not completing meal announcements, which likely led to insufficient insulin delivery and accelerated insulin use; the cartridge low alert was consistent with low insulin volume and the needle attachment difficulty was attributed to user technique. It was concluded, based on previously established findings for similar reports, that user technique and missed or incomplete meal announcements were the primary causes.